Event description:
It was reported the pt's experiencing uncomfortable stimulation in the chest region. Her original pain patter is lower back and legs. X-rays revealed the lead has migrated to the right. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.